Manufacturer narrative:
Other text: per the investigation the physical condition of the device we found a cracked right plunger case. We were unable to duplicate any primary audible alarm error, adc counts were within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, preventative maintenance and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an auxiliary control unit watchdog failure and primary audible alarm background test. No patient injury reported.